Event description:
Pt admitted from clinic on (B)(6) 2016 due to an elevated ldh of 1172 with concern for the formation of a non-occlusive thrombus in the lvad pump. Bivalirudin was initiated. On (B)(6) 2016, cardiac morphology CT was performed which ruled out a thrombus in either the inflow or outflow cannulas. Ldh decreased into the 600's, however, started an upward trend again on (B)(6) 2016 at 726. Decision was made to take the pt to the operating room for a lvad pump exchange on (B)(6) 2016. The evening of (B)(6) 2016, the pt passed a maroon colored stool and in addition, developed acute onset abdominal pain, bloating with nausea and vomiting. A stat CT was performed which indicated ischemia in a small segment of the small bowel. The pt was taken to the operating room on (B)(6) 2016 for a small bowel resection, anastomosis and closure. The pt recovered well from this surgery in the ICU. The pt was taken to the operating room again on (B)(6) 2016 for a lvad pump exchange. The surgeon was able to visualize a clot in the lvad pump after it was explanted. Surgery went well. The pt is stable and recovering on our telemetry unit. The lvad pump was sent back to st jude medical for inspection and eval.